Manufacturer narrative:
Additional information to include facility name: (B)(6) hospital. (B)(6). During use, it was reported that the 3x40mm 155cm saber rx balloon catheter was difficult to inflate. The device was replaced with another saber balloon and the procedure was completed successfully. There was no patient injury. The lesion was the superficial femoral artery. A contralateral approach was made. A saber balloon was delivered to the lesion for inflation. However, the pressure could not be maintained. Multiple attempts were made without success to obtain additional information. One non-sterile saber rx3mm4cm155 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon looked like it had been previously inflated. Blood residues were observed in the balloon and on the shaft of unit. The unit was thoroughly inspected under vision system and, with the naked eye, no anomalies were observed on the unit. Besides the accumulation of blood residues on the unit, there were no kinks, damages or flattened spots observed. A leak test was performed by applying water to the catheter, and the balloon was successfully inflated. However, a leakage was observed on the shaft of the unit at 0.5 cm near to the balloon. No other anomalies found. Dimensional analysis or microscopic analysis was not performed since the inflation difficulty reported was not confirmed. Sem analysis results showed that the leakage was caused by a rupture on the saber¿s body material. The body surface presented evidence of scratch marks near to the rupture, and it is very likely that the same factors that caused the scratch marks on the saber body surface could have also contributed to the rupture condition found on the saber body. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17603499 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty partial or slow¿ was not confirmed through analysis of the returned device since the device was easily, fully inflated. However, a rupture was found on the body surface of the unit causing a leakage. Nonetheless, the cause of the rupture on saber body material could not be conclusively determined during analysis. Based on the limited information available for review, procedural/handling factors likely contributed to the rupture/leakage found on the body/shaft as evidenced by the scratch marks found at the rupture site during analysis. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system¿. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
During use, it was reported that the saber balloon catheter was difficulty to inflate. Additional information was received and there was a leak detected at the shaft of the saber balloon catheter during fal analysis. There was no patient injury. The device was replaced with another saber balloon and the procedure was completed successfully. The lesion was the superficial femoral artery. A contralateral approach was made. A saber balloon was delivered to the lesion for inflation. However, the pressure could not be maintained. The complaint product will be returned for analysis.